Event description:
Boston scientific received information that this right ventricular (rv) lead was surgically abandoned due to an unspecified product performance issue. No additional adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information. This report will be updated should additional information become available.